Manufacturer narrative:
Batch review performed on 16 july 2024 lot 2347106: (B)(4) items manufactured and released on 05-mar-2024. Expiration date: 2029-feb-20. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Additional device involved: batch review performed on 16 july 2024 reverse shoulder system 04.01.0207 lat. Glenosphere 36xø24.5 (k193175) lot 2342040: (B)(4) items manufactured and released on 04-mar-2024. Expiration date: 2029-feb-14. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review.

Event description:
The patient came in reporting pain due to a dislocation of the liner from the glenosphere. The cause of the dislocation is unknown. About 15 days after the primary surgery, the surgeon revised the glenosphere, liner, metaphysis and diaphysis. The metaphysis and diaphysis were revised from a short stem to a regular-length stem because when the surgeon tested the stability of the dislocated humeral prosthesis, it was loose. He then decided, for better stability, to replace it with a standard-length stem. The size of the original (short) stem we used was 8mm. His final standard length stem ended up being 9mm. The surgery was completed successfully.